Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to view all data points on the cgm graph. Additionally, the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Cause of low bg was unknown. Customer drank juice and gatorade to resolve bg level. Additionally, the customer experienced a bg level of 536 mg/dl due to not bolusing for consumed carbohydrates and due to illness. Customer delivered a bolus to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.